Event description:
The manufacturer's rep reported the scs system had stopped working; the unit was replaced and the system worked again. The patient stated they felt the extension device was defective; there was no injury to the patient following the procedure.

Manufacturer narrative:
Final device analysis results revealed three staight wire conductors are broken in the extension; the fractures are located 2.8-cm from the proximal connector.